Event description:
Allergan device analysis lab received a lap-band port with a report indicating the port was replaced due to alleged event of "band not retaining fluid." Report also indicates "egd performed" but does not list the results of this test.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination confirms connector type as taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."